Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient's mother reported the display of the infusion device is defective in the middle. Mother stated there is a spot, and misinterpretation from the basal rate is possible. Mother reported the rubber of the up button on the device is also cracked. Mother stated there is also high power consumption. Mother reported there were no health concerns. No further information is available. No physiological effects were reported. The patient's mother did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.